Event description:
The handheld device (hhd) and software flashcard were returned on (B)(4) 2013. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the x5 handheld and the reported ¿failure to hold a charge¿ allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that a handheld device would not hold a charge as long as it used to. Onsite troubleshooting was performed, and it was stated that there did not appear to be anything wrong. The device is pending return. The device was charging properly and last 30 minutes with normal battery depletion.